Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured, resulting in dissection of the vessel. Patient status is reported as 'fine'. Same case as manufacturer report # 6000130-2005-00290

Event description:
Requests for additional information regarding this complaint have been unsuccessful.